Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) banding procedure performed on (B)(6) 2011. According to the complainant, after placement, the bands fell off the varices. The case was successfully completed with another speedband superview super 7 multiple band ligator. There was no patient complications reported as a result of this event.